Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain'), device breakage ('device breakage'), pelvic adhesions ('adhesions / bladder adhesions'), seizure ('seizures') and genital haemorrhage ('heavy,irregular bleeding,abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included infrequent menstruation, polycystic ovarian syndrome and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("abnormal migraines/migraines / headaches"), tooth fracture ("irregular issues with teeth/dental problems/back of one of my teeth chipped"), alopecia ("hair loss"), nausea ("nausea"), emotional disorder ("emotional/ emotional imbalance"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux") and dermatitis ("dermatitis") and was found to have weight increased ("weight gain"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and sleep apnoea syndrome ("sleep apnea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), abdominal pain lower ("pain: lower abdomen"), adnexa uteri pain ("location of pain: fallopian tube"), back pain ("back pain,"), rash ("severe rashes and skin conditions/rashes"), skin disorder ("severe rashes and skin conditions"), anxiety ("anxious/psych injury"), depression ("depressed/psych injury"), headache ("headaches"), fatigue ("fatigue") and myalgia ("muscle pain"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral removal of fallopian tubes), bilateral salpingectomy with removal of the essure devices and lysis of adhesions on nov-2015 and lysis of adhesions on nov- 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, pelvic adhesions, seizure, genital haemorrhage, abdominal pain, adnexa uteri pain, back pain, allergy to metals, vaginal haemorrhage, rash, migraine, skin disorder, anxiety, depression, alopecia, headache, weight increased, fatigue, emotional disorder, female sexual dysfunction and sleep apnoea syndrome outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, tooth fracture, nausea, urinary tract infection, gastrooesophageal reflux disease and dermatitis had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, depression, dermatitis, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, pelvic adhesions, pelvic pain, rash, seizure, skin disorder, sleep apnoea syndrome, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion : (B)(6) 2013. Discrepancy noted for date(s) of removal: (B)(6) 2015 and nov-2015. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), pelvic/abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, psych injury, vaginal discharge, hair loss, headaches, weight gain, other, migraine, nausea, dental problems and rashes. Insertion date as per pfs: (B)(6) 2013. Current weight as of 20-nov-2019:160 lbs. Approximate weight at the time of essure placement 150 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: occlusion of both tubes was noted.. Imaging procedure - on (B)(6) 2014: essure confirmation test: unspecified. Results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: quality safety evaluation of ptc: product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain'), device breakage ('device breakage'), pelvic adhesions ('adhesions / bladder adhesions'), seizure ('seizures') and genital haemorrhage ('heavy,irregular bleeding,abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included infrequent menstruation, polycystic ovarian syndrome and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("abnormal migraines/migraines / headaches"), tooth fracture ("irregular issues with teeth/dental problems/back of one of my teeth chipped"), alopecia ("hair loss"), nausea ("nausea"), emotional disorder ("emotional/ emotional imbalance"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux") and dermatitis ("dermatitis") and was found to have weight increased ("weight gain"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and sleep apnoea syndrome ("sleep apnea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), abdominal pain lower ("pain: lower abdomen"), adnexa uteri pain ("location of pain: fallopian tube"), back pain ("back pain,"), rash ("severe rashes and skin conditions/rashes"), skin disorder ("severe rashes and skin conditions"), anxiety ("anxious/psych injury"), depression ("depressed/psych injury"), headache ("headaches"), fatigue ("fatigue") and myalgia ("muscle pain"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral removal of fallopian tubes), bilateral salpingectomy with removal of the essure devices and lysis of adhesions on nov-2015 and lysis of adhesions on nov- 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, pelvic adhesions, seizure, genital haemorrhage, abdominal pain, adnexa uteri pain, back pain, allergy to metals, vaginal haemorrhage, rash, migraine, skin disorder, anxiety, depression, alopecia, headache, weight increased, fatigue, emotional disorder, female sexual dysfunction and sleep apnoea syndrome outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, tooth fracture, nausea, urinary tract infection, gastrooesophageal reflux disease and dermatitis had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, depression, dermatitis, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, pelvic adhesions, pelvic pain, rash, seizure, skin disorder, sleep apnoea syndrome, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion : (B)(6) 2013. Discrepancy noted for date(s) of removal: (B)(6) 2015 and nov-2015. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), pelvic/abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, psych injury, vaginal discharge, hair loss, headaches, weight gain, other, migraine, nausea, dental problems and rashes. Insertion date as per pfs: (B)(6) 2013. Current weight as of 20-nov-2019:160 lbs. Approximate weight at the time of essure placement 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: occlusion of both tubes was noted.. Imaging procedure - on (B)(6) 2014: essure confirmation test: unspecified. Results of confirmation test: bilateral occlusion.. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs & mr received. Events: hormonal changes describe: emotional, abnormal bleeding (vaginal), uti, apareunia (inability to have sexual intercourse), seizures, device breakage, acid reflux, sleep apnea, dermatitis, location of pain: lower abdomen, fallopian tube, muscle pain. Event outcome was updated for the events: abnormal bleeding, painful sexual intercourse, dental issues, cramping, uti, dermatitis, nausea, acid reflux, vaginal discharge. Event dental problems was replaced with the event: chipped tooth. Event onset date was updated. Lab data was updated. Reporter's information, concomitant conditions and treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), pelvic adhesions ('adhesions') and genital haemorrhage ('heavy,irregular bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), back pain ("back pain,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), rash ("severe rashes and skin conditions/rashes"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), migraine ("abnormal migraines"), skin disorder ("severe rashes and skin conditions"), tooth disorder ("irregular issues with teeth/dental problems"), anxiety ("anxious/psych injury"), depression ("depressed/psych injury"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy with removal of the essure devices and lysis of adhesions on (B)(6)2015 and lysis of adhesions on (B)(6) 2015). Essure was removed in (B)(6)2015. At the time of the report, the pelvic pain, pelvic adhesions, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, allergy to metals, rash, menorrhagia, vaginal discharge, migraine, skin disorder, tooth disorder, anxiety, depression, alopecia, headache, weight increased, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, rash, skin disorder, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of removal: (B)(6)2015 and (B)(6)2015. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), pelvic/abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, psych injury, vaginal discharge, hair loss, headaches, weight gain, other, migraine, nausea, dental problems and rashes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2014: results: occlusion of both tubes was noted. Imaging procedure - on (B)(6)2014: essure confirmation test: unspecified. Results of confirmation test: bilateral occlusion.. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. New events: dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, vaginal discharge, hair loss, headaches, weight gain, nausea, fatigue were added. Plaintiff's information updated. Date of insertion updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pelvic adhesions ("adhesions") and genital haemorrhage ("heavy,irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), migraine ("abnormal migraines"), rash ("severe rashes and skin conditions"), skin disorder ("severe rashes and skin conditions"), tooth disorder ("irregular issues with teeth"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed."). The patient was treated with surgery (bi-lateral salpingectomy with removal of the essure devices and lysis of adhesions on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, pelvic adhesions, genital haemorrhage, abdominal pain, migraine, rash, skin disorder, tooth disorder, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, migraine, pelvic adhesions, pelvic pain, rash, skin disorder and tooth disorder to be related to essure. The reporter commented: subsequent to the implantation of the essure device, she began to experience symptoms. These symptoms continued and caused her to be anxious and depressed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2014: occlusion of both tubes was noted. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.